Event description:
A malfunction occurred, displaying malf 12 on the device. There was no adverse impact to the customer's blood glucose level. The technical support team assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to reach out if the issue reappeared.